Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. An illegal address power on reset (por) occurred on 2014-(B)(6). The first battery voltage measured after the por was 1.749 volts, and the subsequent measurement was 3.068 volts.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred with the device. The device reached elective replacement indicator (eri). The physician reprogrammed the device and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).